Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had over-delivery issue. Customer blood glucose reading was 60 mg/dl. Troubleshooting was performed. Customer reported over-delivery issue. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0866 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Insulin pump was programmed with test guardian 3 link and a test plug. Insulin pump was able to locate and connect to sensor. The pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted.